Event description:
It was reported that while testing with bd bactec¿ plus aerobic/f culture vials (plastic) a false positive result was obtained. Confirmatory gram stain and subculture performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: air bubble under the reactive tablet. A bactec aerobic vial from lot 1118615 tested positive within 45 minutes. The gram stain was negative and the vial was reinserted into the fx machine. A few minutes later, an error message "alert_09" was displayed by the fx. The vial was inserted into another fx and the same error message was reported. Upon inspection of the vial, blood was observed under the test pad.

Manufacturer narrative:
H.6. Investigation: customer reported blood under the sensor and false positive defects. One photo was received with sensor adhesion defect. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. Blood background was performed with satisfactory results, therefore the false positive issue could not be confirmed. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is confirmed based on photo received for sensor adhesion defect. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. CAPA#2882676 was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd bactec¿ plus aerobic/f culture vials (plastic) a false positive result was obtained. Confirmatory gram stain and subculture performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: air bubble under the reactive tablet. A bactec aerobic vial from lot 1118615 tested positive within 45 minutes. The gram stain was negative and the vial was reinserted into the fx machine. A few minutes later, an error message "alert_09" was displayed by the fx. The vial was inserted into another fx and the same error message was reported. Upon inspection of the vial, blood was observed under the test pad.